Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. During interrogation, high capture threshold and decreased in r-wave sensitivity were noted on the right ventricular lead. Patient had an aortic valve repair in april which correlated with sensing trend changes. Patient's condition was stable and will continue to be monitored.